Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 80% stenosed target lesion was located in a severely calcified and moderately tortuous anastomotic stricture in a left antebrachial vein. While advancing a non bsc guide wire, the physician felt something "contacted with the guide wire due to severe calcification", but was able to cross the lesion without resistance. The physician commented "the lesion was very hard". The 5.0mm x 20mm/80cm sterling balloon was advanced into the patient without resistance. The sterling balloon was inflated to 6atms. Residual stenosis was noted and during the second inflation, the balloon ruptured at 7atms. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.